Event description:
Per independent repair center statement, the irc5po2v concentrator had low o2 (yellow light). The key failure was a stuck manifold assembly. Additional malfunctions were a dirty inlet filter and zip ties and hose clamps needed to be replaced.